Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).no complications occurred after surgery. The patient is at home.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the anvil was fixated with a purse string suture on the anti-mesenterial side. The colon was put back into the abdomen. They closed the fascia and continued the operation laparoscopic. The rectal insertion went without any problems. The anvil was reattached and a fixation click was felt. The orange indicator was fully in the orange range and the red safety was released. While firing the instrument, the firing handle couldn¿t close as far as normal. After firing, the donuts were inspected and were complete and had a nice form. The staple line (anastomosis) was tested with air and water and seemed sufficient. On day one postoperative, the patient had more pain than normal and on day three became septic and the CT scan (with rectal contrast) showed a leakage. By the reoperation, they discovered that the anastomosis detached and they found weirdly formed staples. They detached the anastomosis completely and gave the patient a permanent stoma. After a few days on the ic, the patient is doing better and was placed on the department. No device will be returning.